Event description:
The nim 3.0 was being used for a parotid surgery and started to alert at a high frequency. A second nim 3.0 machine was brought in and all leads were plugged back in and the issue persisted. The disposable red lead on the lower tip was then replaced and the issue was corrected. Possible faulty lead. FDA safety report ID# (B)(4).